Manufacturer narrative:
Investigation summary: the customer reported the feeding set showed a leak. No patient injury was reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending identified similar complaints for the reported lot and device failure. A total of four (4) devices were returned for evaluation. Visual inspection and functional testing confirmed the reported issue of leak between the cross-spike and tubing line. An investigation has been initiated to determine the root cause of this device failure. The root cause and conclusion of the confirmed device failure will be documented within the investigation. This product issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set showed a leak in the connection. There was no patient harm.